Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number (B)(4), and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Investigation summary: two pictures were provided for analysis, upon visual inspection of the pictures, an insect on the paper lid of the winding former with a needle-suture combination and a foil vcp339, lot pp2abl could be observed. However, no conclusion could be reach as the sample was not returned for analysis. Additional information was requested and the following was obtained: how many minutes was surgery prolonged? 15mins. What is the procedure date? (B)(6) 2020. What is the name of the procedure? Crt device (cath lab).

Event description:
It was reported that a patient underwent a crt device procedure on (B)(6) 2020 and suture was used. When starting the procedure, it was noted that what appeared to be a bug, was present during the packaging process. The surgery was delayed by 15 minutes. A new set up was required. There were no adverse patient consequences. No additional information was provided.

Manufacturer narrative:
Summary: it was reported packaging foreign matter biological. It was received for analysis an opened sample of product. During the visual inspection of the sample, a foreign matter (insect dead) could be observed in the paper lid. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.